Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: unknown cup, unknown liner and unknown stem.

Event description:
It was reported that the patient's right hip was revised due to the incorrect femoral head size initially implanted.